Event description:
It was reported that an individual with a deep brain stimulation implantable pulse generator (ipg) experienced a headache, tingling sensation, and prickly sensation down the sides of the head. The device was unable to connect to the implant, with no device response observed, and the communicator displayed a yellow light. The green light on the communicator remained on and cycled off and on unexpectedly. Attempts to power cycle or reset the communicator were unsuccessful. The therapy was turned off for a nerve ablation test, after which the headache returned. The communicator was charged, and troubleshooting steps included confirming the neurostimulator was linked, attempting to connect to the implant, restarting the handset, pressing and holding the communicator button, using a pen to press the button, placing the communicator over the implant, and moving to a different room to rule out interference. Eventually, the communicator connected and therapy was turned on, at which point the individual experienced tingling and prickly sensations. The therapy was then turned off again by the caller, and the prickly sensation began to subside while the headache returned. The individual was redirected to contact a healthcare provider and planned to set up an appointment. The communicator had been removed from its case during the event, and a wallet case was sent as an alternative to the backpack case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.